Event description:
It was reported that during a left idiopathic vt procedure the distal and middle magnets of the navistar rmt thermocool catheter became stuck together. The stereotaxis magnets had been stowed and the physician was attempting to withdraw from the heart. A retrograde approach to the left ventricle had been performed. The customer was able to advance the sheath and straighten the catheter, allowing withdrawal of the catheter with no patient consequence reported. The procedure was completed.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that during a left idiopathic vt procedure the distal and middle magnets of the navistar rmt thermocool catheter became stuck together. The stereotaxis magnets had been stowed and the physician was attempting to withdraw from the heart. A retrograde approach to the left ventricle had been performed. The customer was able to advance the sheath and straighten the catheter, allowing withdrawal of the catheter with no patient consequence reported. The procedure was completed. Upon receipt, the catheter was visually inspected and distal pebax was found bent, damaged and wrinkled on the proximal side of electrode ring #3. All the catheters are inspected for visual damages before packaging. Different online inspections are in place during manufacturing to prevent damaged pebax from leaving the facility. No exposed wires were noted. Then per the event, a deflection test was performed and the catheter passed. Magnets did not get stuck to each other. The device history record (DHR) could not be performed due to lot number was not provided. The customer complaint regarding the magnets issue cannot be confirmed.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).